Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) is not detecting atrial fibrillation (af). It was further reported that the device is undersensing episodes classifying them as pause episodes. The device remains in use. No patient complications have been reported as a result of this event.